Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and damage to the universal serial bus (usb) charging port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The customer reported a reader dropped into water. De-cased the reader and revealed liquid contamination on pcba (printed circuit board assembly). The reader log could not be downloaded due to the contamination and the usb was destroyed, making it unable to use. Therefore, this issue is not confirmed to use due to damaged usb port. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified quality issue with their adc device. It was indicated that the adc device "was dropped in water" and stopped working. The customer was unable to obtain glucose readings and as a result, experienced a loss of consciousness. It was indicated that there was no report of third-party treatment. There was no report of death or permanent impairment associated with this event.